Manufacturer narrative:
Visual as received partial subassemblies of two used 011-46103-05 safeset transpac IV mtg. Kits, confirmed the disconnections. Engineering analysis: partial complaint sample confirmed the reported bonding issue. The root cause was attributable to an isolated manufacturing assembly error where there was an insufficient seal between the tubing and the mating componentry. A review of the applicable design, materials and involved manufacturing/equipment processes was conducted. Detailed reviews of previously implemented improvements relating to assembly bonding operations, equipment and employee training programs were performed. Action: the initial engineering efforts and team investigations of this component assembly bonding processes recorded mixed findings that were inconclusive. Additional investigation activities and engineering efforts are in progress. A multi-discipline continuous improvement team has been formed to review and challenge the applicable design, materials, and involved manufacturing /equipment processes. As an interim measure heightened inspections have been initiated.

Event description:
International (australia) complaint received reporting component separation with use of 011-46103-05 safeset transpac it w/03 ml reservoir and single needleless valve, without velcro arm strap, patient mount; lot# unknown. The report states, "patient asked for a drink, the line then came apart with no pull on the line at all." There were no adverse patient consequences reported.